Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) will not be returned for analysis as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) with no reported product performance issues and no reported adverse patient effects. The next day, a red call doctor icon was observed via remote monitoring, and technical services (ts) reviewed that this was indicative of an unspecified anomaly associated with recently explanted system.